Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in the off mode during a routine follow-up test. The device was programmed back to the monitor + therapy mode and no further problems have been noted. The reason for the mode change could not be determined.